Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of patellar tendon repair surgery of the left knee performed on (B)(6) 2016 using healix advance br with orthocord, the patient had revision surgeries on the following dates: (B)(6) 2016, (B)(6) 2016, (B)(6) 2016, (B)(6) 2016, and (B)(6) 2016 due to wound healing issues, joint pain, stiffness, and infection. According to the report, the revision surgeries included the following: (B)(6) 2016: lysis of adhesions, anterior and lateral release, open closure wound; (B)(6) 2016: I & d, wound vac placement; (B)(6) 2016: I & d, open lysis of adhesions, sioft tisue debridement, wound vac application; (B)(6) 2016: I & d, open lyis of adhesions, femoral bone biopsy, wound vac; and (B)(6) 2016: knee reconstruction using left diep flap. It was further reported that the initial procedure included: complex patella tendondon repair revision, open lysis of adhesions, quadriceps v-y plasty, left knee patella realignment, and I & d. The current status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). The lot number was unknown. The lot number was unknown; therefore, the expiration date and manufacture date were unknown. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.